Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a 6 mm, 23 in infusion set, with no reported pump alarms, leaks, or interruptions to insulin delivery; the user was guided through a set change and later reported improvement. Symptoms included elevated blood glucose with a reported peak of 248 mg/dl over approximately 8 hours, without dizziness, loss of consciousness, or diabetic ketoacidosis; ketone testing was negative. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included troubleshooting and education focused on infusion set replacement and device function review. Investigation of this case revealed no device alarms or delivery stoppages and no identifiable device component malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.